Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the front enclosure. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.